Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet specification. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 41.2°c and 54.2°c under load testing with coolant spray on. The under load testing temperature did exceed requirements. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear. Some debris was noted inside the cap and head cavities. All components looked dry and corroded. The lack of lubrication may have caused friction and as a result increased the temperature causing the heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.